Event description:
It was reported that the user experienced repeated occlusion alerts with the pump and noted kinks in the tubing, resulting in very high blood glucose at 500 mg/dLand interruption of insulin delivery. The user disconnected from the pump and self-administered subcutaneous short-acting and long-acting insulin before deferring pump use until completing a guided supply change, during which the infusion set connector was initially attached to the cartridge outside of the pump. Symptoms included hyperglycemia with confusion or disorientation and increased appetite. Outcomes included unexpected medical intervention with medication and a serious illness/impairment determination. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a lack of therapeutic effect, with insufficient information to isolate a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.